Manufacturer narrative:
Correction a1, a2, a3, a4, a5, a6, b3, b5, h6. A1 (change to none, remove unknown). A2, a3, a4, a5, a6 (change to na for no patient involvement and remove ni). B3 add event date and remove unknown). B5 add: approximately ten (10) bags were leaking near the port. This was noticed during compounding, before patient use (omitted on initial). H6: change to f27 and remove f26. Additional information was added to h4, h6 and h10. H4: the lot was manufactured from november 23, 2022 to november 24, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.